Manufacturer narrative:
The insulin pump was received with pump error noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage electronic assembly on pcb1. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a broken force sensor was detected during seating or regular delivery alarm. The insulin pump passed the displacement test and self test. The customer's blood glucose was 18 mmol/l. The customer stated that they are able to rewind the insulin pump. The insulin pump will be returned for analysis.